Event description:
Procedure type: lap hernia repair. According to the reporter: when mesh was inserted into the trocar, the top seal broke off and fell into patient. The piece was retrieved and there was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported. Disposable surgical access device.

Manufacturer narrative:
(B) (4). (B) (4).